Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. Additionally three fiducial markers were placed prior to injection, without issue. Successful hydrodissection at mid-gland was performed after observing 1cc of saline swell the space slightly. The needle alignment in the axial view was confirmed. The physician proceeded towards the base closer to seminal vesical to a larger fat pad space. The space was infiltrated and successful hydrodissection appeared and spaceoar was injected. There was a possible misplacement of the gel in the rectal wall near the prostatic apex. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.